Manufacturer narrative:
The technician found the beds trendelenburg function was not reaching the full range. He found the shipping brackets were still in place. He removed the shipping brackets to correct the issue.

Event description:
The caregiver stated the bed feels like it drops whenever the bed is placed into trendelenburg.